Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
Noise and oversensing were noted on the atrial and ventricular leads. The patient was stable and will continue to be monitored.